Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump alarmed during the basic occlusion test and the prime test due to a faulty force sensor resistor. The insulin pump passed the displacement test, rewind, no delivery and motor tests. The occlusion test could not be performed due to the alarms. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that a button was unresponsive. The blood glucose reading was 400 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.